Manufacturer narrative:
Concomitant: product ID 37602, serial# (B)(4), implanted: 2012-(B)(6), product type implantable neurostimulator, product ID 7495-51, serial# (B)(4), implanted: 2001-(B)(6), product type extension, product ID 37642, serial# (B)(4), product type programmer, patient. Product ID 3387-40, lot# l63347, implanted: 1999-(B)(6), product type lead, product ID 3389s-40, lot# v435220, implanted: 2010-(B)(6), product type lead. Product ID 7482a51, serial# (B)(4), implanted: 2010-(B)(6), product type extension. (B)(4).

Event description:
It was reported they were unable to adjust stimulation. It was stated there was a ¿call your doctor¿ icon. It was noted there was an out of regulation (oor) condition. It was stated after the patient had hip surgery, they noted an oor message. It was stated they did not believe that the implantable neurostimulators (ins) were turned off during the hip surgery. It was stated the ins was off at the time of report and the patient did not get therapy benefit. It was noted the oor message was seen 2-3 days prior to report. Additional information received reported it was speculated the device was in oor status due to cautery. It was noted impedance testing was performed and the device was turned on and no issues were found. It was stated no interventions were planned or taken. It was stated the patient was doing well at the time of report.

Manufacturer narrative:
(B)(4).